Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nighttime low glucose events while using the ilet, and the caregiver believed the ilet was delivering too much insulin overnight; the caregiver provided oral carbohydrates and considered removing the device at night. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment at home. Investigation included customer support education and troubleshooting, with escalation to clinical support for guidance on overnight use. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction was identified based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.